Manufacturer narrative:
Intermittent image. Thermal damage on distal tip. Broken rivets on vertebrae, deflection off (260 up / 245 down) and tracking off. Lifted working channel. Further root cause investigation activities to be documented per CAPA 25-0042. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope had no signal lost 10x during case.no negative impact in state of health reported.